Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a saccular 5.5 cm abdominal aortic aneurysm approximately six months ago. Vessel morphology was reported as the infra-renal angle of the aortic neck was 35 degrees. Proximal aorta was 20 mm in diameter and 14 mm in length. Distal aorta was 14 mm in diameter. Right iliac artery was 11 mm in diameter and the left iliac artery was 9 mm in diameter. The right and left femoral arteries were 7 mm in diameter. The right and left iliac arteries were mildly tortuous with 5% stenosis. The circumferential aortic mural thrombus/calcification at the proximal neck was 5%. At the end of the procedure, a type ii endoleak was discovered and left uncorrected. After the endovascular procedure, a left femoral endarterectomy was performed due to a narrowed left cfa. It was reported that one month post implantation the patient had low hct and hgb values. The investigator assessed that this event was found to be related to the study procedure but not the study device. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation codes, results: other - lack of information (unknown cause low hct and hgb values) inherent risk of procedure (endoleak) patient's condition affected effectiveness of device (type ii endoleak) evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak) other - lack of information (unknown cause low hct and hgb values).